Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode disabling the minute ventilation (mv) sensor. It is likely that the sam event occurred during a procedure as noise was identified on both the atrial and ventricular channels. Device interrogation was performed and the mv sensor was programmed back on. Review of the stored data identified atrial tachycardia response (atr) episodes showed functional atrial undersensing. The atrial arrhythmia ended, and device interrogation was performed. The system remains in service and no adverse patient effects were reported. Noise was noted on the both the atrial and ventricular channels.